Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue and additional surgeries including a second sling implantation after multiple revision surgeries. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and neuromuscular problems. It was reported that patient underwent revision due to erosion on (B)(6) 2011. It was reported that patient underwent removal due to erosion on (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with laparoscopic lysis of adhesions, intraperitoneal abdominal vaginal vault suspension, and enterocele repair due to stage iii pelvic organ prolapse.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced frequency, urinary retention.

Event description:
It has been reported that following insertion the patient experienced frequency, urinary retention.

Manufacturer narrative:
This is one of two medwatches being submitted. See also medwatch 2210968-2012-03517. The same patient is represented in each medwatch.